Event description:
This surgeon had problems with both of the valves in succession. For (B)(4) he could not confirm flow on the valve before closing the case. So he hooked the valve up to a manometer and got no flow. Finally he tried to flush fluid through it with a syringe and couldn't get any flow even with considerable pressure from the syringe. For (B)(4) he said he it was flowing very slowly although the manometer stopped at the correct pressure. This is exactly what we would expect to see with a valve with siphonguard. Rep reported that this all occured during an intra-operative procedure with no delay greater than 30 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again and the flow was normal. The siphon guard was irrigated and the flow was normal. The valve was dried. The valve was tested for programming and failed the test, the cam mechanism did not move. The valve was then pressure tested at setting 3 passed. The valve was dismantled, dried saline debris was found on the spring, on the spring arm, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and in valve casing, which appears to be the likely root cause for the problem reported by the customer. . A review of the history device records confirmed the valve conformed to the specifications when released to distribution. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.